Manufacturer narrative:
The reported complaint was confirmed. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Additional manufacture narrative of the previous medwatch stated that the field service representative (fsr) replaced the centrifugal controller. He in fact only replaced the display of the centrifugal controller. The unit operated to the manufacturer's specifications. The display was sent back to the manufacturer for further evaluation. During laboratory evaluation, the product surveillance technician (pst) observed the display assembly to function as intended. The unit operated to the manufacturer's specifications. Per data log analysis, there was no indication of the reported issue. However, it is possible that the display went blank but the centrifugal pump continued to function.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint of missing pixels in the display. He replaced the centrifugal controller. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary (cpb) bypass procedure, the display on the control module went blank. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.